Manufacturer narrative:
(B)(4) for the reported issue of difficulty separating clip assembly. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2013. According to the complainant, after advancing the device to the target tissue, the clip assembly was locked, but "would not deploy or release". Reportedly, the handle was cut and the clip separated from the delivery catheter. The procedure was then continued and completed after placing another resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being okay.

Manufacturer narrative:
Investigation results visual examination noted that the clip assembly was deployed and was not returned. The control wire was kinked and the sheath grip was detached from the over sheath. The over sheath was torn, cut, stretched and accordianed. It was also noted that the coil was cut near the handle. Investigation found the clip assembly fully deployed, the control wire kinked, and the catheter cut. Based on the condition of the returned device, the reported failure could not be confirmed. However, due to anatomical/procedural factors encountered during the procedure, performance of the device may have been limited. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2013. According to the complainant, after advancing the device to the target tissue, the clip assembly was locked, but "would not deploy or release". Reportedly, the handle was cut and the clip separated from the delivery catheter. The procedure was then continued and completed after placing another resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being okay.